Manufacturer narrative:
The device was returned to zoll benelux for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including full functional testing and defib/pacer testing without duplicating the report. An internal inspection of the device found no discrepancies. The processor/bridge/pace board will be replaced as a precaution. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed a "pace defib device failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.